Event description:
The sides of the bed collapsed and consequently the left side of the resident's lead was caught between the left bed rail and the air mattress when resident was found she was not breathing but raising resident up to a sitting position and she began coughing and gasping for air and breathing on her own. Seizure pads were on the bedrail but resident's head was below the side rails because the left side of the mattress collapsed.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-95. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.